Event description:
Boston scientific received info that this right ventricular (rv) lead was exhibiting high impedance measurements and loss of capture (loc). The physician suspected clavicular crush to be the cause of a lead fracture. The rv lead was successfully explanted and replaced. No adverse pt effects were reported.